Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2023, for the treatment of vaginal prolapse repair. During the preparation, the capio carrier extended with the suture; however, the suture was not caught in the cage. It was also reported that the carrier did not retract after being fired; 3-4 attempts were tried, but the same problem occurred with each attempt. The carrier was also reportedly extending into the cage without actuating the device. The procedure was completed with another capio slim device. There were no patient complications as a result of the event.

Manufacturer narrative:
Block h6: imdrf device code a0510 captures the reportable event of capio carrier not retracting after being fired. Imdrf device code a050502 captures the reportable event of capio device deploying without being actuated.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2023, for the treatment of vaginal prolapse repair. During the preparation, the capio carrier extended with the suture; however, the suture was not caught in the cage. It was also reported that the carrier did not retract after being fired; three to four attempts were tried, but the same problem occurred with each attempt. The carrier was also reportedly extending into the cage without actuating the device. The procedure was completed with another capio slim device. There were no patient complications as a result of the event.

Manufacturer narrative:
Describe event or problem and h6: device codes, component codes, and evaluation result codes. Imdrf device code a0510 captures the reportable event of capio carrier not retracting after being fired. Imdrf device code a050502 captures the reportable event of capio device deploying the returned capio slim was analyzed and during functional inspection, the needle was seated properly into the carrier and the carrier was able to extend; however, it did not retract completely. Therefore, the reported event of carrier retraction problem is confirmed. It was also noted that during the functional analysis, the carrier was able to be deployed and no issues were observed related to the extension of the carrier into the cage, therefore the reported issue of device misfired is not confirmed. With all the available information, boston scientific concludes that it is most likely handling and manipulation of the device during prepping/testing can lead to misalign the carrier, once the carrier is misaligned, it could cause issues retracting the carrier properly, also the carrier misaligned would cause difficulties to place the needle into the cage slot causing issues to catch the needle. Based on the information available for the reported issues of "cage failure to catch needle" and "carrier retraction problem", the most probable cause for this event is adverse event related to procedure. No further escalation is required. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2023, for the treatment of vaginal prolapse repair. During the preparation, the capio carrier extended with the suture; however, the suture was not caught in the cage. It was also reported that the carrier did not retract after being fired; 3-4 attempts were tried, but the same problem occurred with each attempt. The carrier was also reportedly extending into the cage without actuating the device. The procedure was completed with another capio slim device. There were no patient complications as a result of the event.

Manufacturer narrative:
Block h6: imdrf device code a0510 captures the reportable event of capio carrier not retracting after being fired. Imdrf device code a050502 captures the reportable event of capio device deploying without being actuated. Block h10: the returned capio slim was analyzed and during functional inspection, the needle was seated properly into the carrier and the carrier was able to extend; however, it did not retract completely. Therefore, the reported event of carrier retraction problem is confirmed. It was also noted that during the functional analysis, the carrier was able to be deployed and no issues were observed related to the extension of the carrier into the cage, therefore the reported issue of device misfired is not confirmed. With all the available information, boston scientific concludes that it is most likely handling and manipulation of the device during prepping/testing can lead to misalign the carrier, once the carrier is misaligned, it could cause issues retracting the carrier properly, also the carrier misaligned would cause difficulties to place the needle into the cage slot causing issues to catch the needle. Based on the information available for the reported issues of "cage failure to catch needle" and "carrier retraction problem", the most probable cause for this event is adverse event related to procedure. No further escalation is required. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.